Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, the MRI is for the pain the patient is having. The patient could not stand her md and was too far away to see him after the MRI. The patient had pain for 40 years but pain had changed on her left side. The pain came on suddenly and felt like a knife stabbing her. The patient went to the ER for an xray. When he patient had rods implanted that she was told that one of her screws was slightly off. The patient had been to the ER twice. The patient could not get break through pain medication orally. The ptm did her no good for the type of pain she was in. The patient got a shot of dilaudid in the ER.